Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer ordered an ac power module which resolved the failure.

Event description:
The customer reported that the ac power module had failed.